Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014,product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no significant anomaly. It was reported that the stimulation battery had reduced capacity due to overdischarge.

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was explanted on (B)(6) 2014. It was noted that the device had been used for pain therapy and that the patient was not in a clinical study. It was reported that the device would be returned to the manufacturer, the device could be disassembled for analysis, and an analysis report was requested by the healthcare professional (hcp). It was stated that the reason for removal was loss of pain relief. Additional information received reported that the manufacturer¿s representative was not sure if the patient ever had symptoms or not, just that the device wasn¿t working for her. It was stated that impedances were checked the day of her trial for her second device (B)(6) 2014. It was stated that no malfunctions were found. It was stated that as far as the manufacturer¿s representative knew, she has recovered from surgery fine. It was stated that she was ¿not sure if the patient was receiving effective therapy or not at this point¿. No additional information regarding this event. It was stated that this healthcare professional has not seen the patient since (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.